Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (2009), ela is filing this MDR at this time. Conclusion: the electrical characteristics of the returned unit are within specifications; upon reception, the distal (v) is-1 setscrew was found completely screwed in the distal ventricular terminal block; this could explain the reported behavior; after unscrewing carefully from two turns the distal ventricular setscrew, an is-1 lead was inserted, screwed and unscrewed in the ventricular connector without any difficulties.

Event description:
Reportedly, during the implantation procedure of the ICD involved in this MDR report: it was impossible to push the ventricular is-1 lead completely in the port and to tighten it (unable to get the lead past the proximal metal ring).